Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the intraocular lens (model pcb00) the haptic was stuck on the plunger. It was not possible to screw the injector 100% forward. Reportedly, the lens was implanted. No patient injury occurred. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 08/25/2018. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger was observed in fully advanced position. The plunger was gently pulled back and found locked. The pcb00 device was observed under the microscope and some traces of viscoelastic were observed in the cartridge. The dfu (directions for use) states to completely fill the viewing window of the pcb00 with ovd (ophthalmic viscosurgical device). The cartridge tip was observed deformed; however, the deformation could be related to the handling of the product during the return. No assembly issue is observed, neither flashes; screw threads and nut threads were found without damages. There are indications of coating observed at the cartridge canopy. There is no visible gap. The intraocular lens (iol) was not returned. The customer's reported issue could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.